Manufacturer narrative:
Final analysis found that the insulation was crushed at 23.5cm to 25.2cm from the connector pin. The damaged sustained resulted from clavicular crush.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for device change out procedure. Upon interrogation, the right atrial lead exhibited low impedance. Chest x-ray was performed and revealed the lead exhibited an insulation anomaly. The lead was explanted and replaced. The patient was in stable condition.